Event description:
The customer stated that she received a new carton of test strips and found the cap open on the bottle when she opened the carton. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The customer was visually impaired and unable to provide reagent information, so meter information was provided instead.